Event description:
Seven falsely elevated troponin I results were obtained on patients' samples. The results were reported to the physicians who questioned the results. The sample were repeated and negative results were obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences, as a result of the falsely elevated troponin I results.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was r1 drain contamination. The fse corrected the malfunction. The instrument is performing within specifications. No further evaluation of the device is required.